Manufacturer narrative:
.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that: "IV set leaking at filter" while in use on a patient. Customer reported issue has occurred at least three times, possibly more. No patient harm reported.